Event description:
The event is reported as: complaint description: the staple was not found correctly during use. No patient injury reported.

Manufacturer narrative:
Investigation report incomplete at this time.